Event description:
The account alleged that the head end tower will not move. After switching the head and foot tower plugs, the issue still remains.

Manufacturer narrative:
The technician replaced the head end tower to repair the bed.